Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('infection (other) describe: endometritis') and adnexa uteri cyst ('other injury (ies) or complication(s) please describe: paratubal cyst') in a 37-year-old female patient who had essure (batch no. C95072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6) 2018 and elective abortion. Previously administered products included for genital herpes: valtrex from (B)(6) 2015 to (B)(6) 2019. Concurrent conditions included chronic back pain, scoliosis, insomnia, fever, sweating, vaginal discharge abnormality, lower abdominal tenderness, genital labial lesion, edematous feet, hydrosalpinx, morbid obesity, right lower quadrant pain, incision site pain, menses irregular, constipation, cholelithiasis, bloating and nausea. Concomitant products included medroxyprogesterone acetate (depo provera) since 2014 to (B)(6) 2015 for birth control, ibuprofen for pain management as well as medroxyprogesterone acetate, oxycodone hydrochloride (oxycodone hcl), valaciclovir (valacyclovir) and valaciclovir hydrochloride (valtrex) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and abdominal pain ("pain"). In (B)(6) 2015, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2017, the patient experienced adnexa uteri cyst (seriousness criterion medically significant), 1 year 9 months after insertion of essure. The patient was treated with doxycycline, metronidazole and surgery (bilateral salpingectomy and exicision of right paratubal cyst). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, adnexa uteri cyst and bacterial vaginosis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri cyst, bacterial vaginosis, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2015, (B)(6) 2015 3 coils were noted protruding from the patient¿s right fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2017: a. Right paratubal cyst, excision:. Benign cyst, consistent with serous cystadenoma. B. Bilateral fallopian tubes, ligation: complete cross sections of fallopian tubes (2). Separate portions of metallic device. Ultrasound scan - on (B)(6) 2015: anteverted uterus with a normal endometrial lining of 4,9 mm, normal ovaries bilaterally with normal mobility, and a right hydrosalpinx measuring 4.7 x 2,3 x 2,6 cm and no ff. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- endometritis, bacterial vaginosis, abdominal pain, paratubal cyst, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('infection (other) describe: endometritis') and adnexa uteri cyst ('other injury (ies) or complication(s) please describe: paratubal cyst') in a (B)(6)-year-old female patient who had essure (batch no. C95072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6) 2018 and elective abortion. Previously administered products included for (B)(6): (B)(6) from (B)(6) 2015 to (B)(6) 2019. Concurrent conditions included chronic back pain, scoliosis, insomnia, fever, sweating, vaginal discharge abnormality, lower abdominal tenderness, genital labial lesion, edematous feet, hydrosalpinx, morbid obesity, right lower quadrant pain, incision site pain, menses irregular, constipation, cholelithiasis, bloating and nausea. Concomitant products included medroxyprogesterone acetate (depo provera) since 2014 to (B)(6) 2015 for birth control, ibuprofen for pain management as well as medroxyprogesterone acetate, oxycodone hydrochloride (oxycodone hcl), (B)(6) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and abdominal pain ("pain"). In (B)(6) 2015, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2017, the patient experienced adnexa uteri cyst (seriousness criterion medically significant), 1 year 9 months after insertion of essure. The patient was treated with doxycycline, metronidazole and surgery (bilateral salpingectomy and excision of right paratubal cyst). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, adnexa uteri cyst and bacterial vaginosis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri cyst, bacterial vaginosis, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2015, (B)(6) 2015. 3 coils were noted protruding from the patient¿s right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2017: a. Right paratubal cyst, excision: benign cyst, consistent with serous cystadenoma. B. Bilateral fallopian tubes, ligation: complete cross sections of fallopian tubes (2). Separate portions of metallic device. Ultrasound scan - on (B)(6) 2015: anteverted uterus with a normal endometrial lining of 4,9 mm, normal ovaries bilaterally with normal mobility, and a right hydrosalpinx measuring 4.7 x 2,3 x 2,6 cm and no ff. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- endometritis, bacterial vaginosis, abdominal pain, paratubal cyst, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr was received. Reporter information was updated. The event injury was updated to pain. New events: abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), infection (other) describe: endometritis, abdominal pain, other injury (ies) or complication(s) please describe: paratubal cyst were added. New medical record, concomitant drugs and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.